Manufacturer narrative:
This report is filed, april 19, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced retention issues. Subsequently on (B)(6) 2016 the patient underwent revision surgery to have the internal magnet removed and an abutment placed. The implanted device remains.